Event description:
An rn inserted a catheter into pt without difficulty. The pt immediately complained of throat discomfort. The rn removed the catheter. Pt's symptoms progressed from the throat to the upper chest. The pt has had chronic red raised rash for 6 months and has now developed 3 cm diameter blanched, raised wheels on arms and torso. Pt also complained of light headedness. Blood pressure within normal limits. All symtoms resolved within 60 minutes of onset. Being treated for lyme disease. No other history.